Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 24, 2023 . Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the base of the cartridge and with the plunger rod overriding the lens. The plunger rod could be observed to have rotated the lens counterclockwise. Trace amounts of viscoelastic residue were identified in the cartridge, suggesting that an inadequate amount of viscoelastic residue may have contribute to the complaint and observed issues. The cartridge tip could also be observed to be bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The lens was removed and cleaned, revealing one haptic was detached and that the spare tire was scratched. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the preloaded device was damaged. The issue was noticed after insertion at the main wound. While dialing the iol, it descended in an oblique angle and caused the tip of the inserter to crack with the tail end of the iol was sticking out. The preloaded device/cartridge touch the eye. The leading edge of the iol also touched the eye but it never fully deployed. At this time, the insertion was aborted. It's unknown if the iol was damaged. There were no symptoms. The procedure was completed with a backup lens. There was no capsule tear, no unplanned vitrectomy and no sutures required. No further information was provided.

Manufacturer narrative:
Patient information: unknown, information was requested but not provided. If implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.